Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on (B)(6) 2025, the patient fell on the floor, on her face. There were no other symptoms of hypoglycemia reported, but the patient had back pain, which was present prior to the inaccuracy. The patient was unable to clarify if it was related to diabetes or not. No cgm reading was reported from that moment. The patient was unable to get up, and her son had to ¿drag her by her feet¿ to help her. An ambulance was called, and the patient was treated with 15 units of oral glucose and a jam sandwich. After treatment, the blood glucose reading was 4.7 mmol/l. It was unknown what the cgm reading was at that time or what the cgm device was displaying. After an unknown time of the cgm reading being inaccurate, the sensor failed. There were no further medication reported, and the patient was not taken to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.